Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas and expressed discomfort continuing pump therapy after a morning hypoglycemic event in which glucose dropped to the 50s after a meal; the user perceived 7 units of meal insulin as excessive and sought consultation with a clinical specialist, and oral carbohydrate treatment with glucose tablets and cranberries was used with glucose trending back into range. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included case intake, triage for additional training, and arrangement for follow-up by a spanish-speaking clinical specialist. Investigation of this case revealed no device alarms, no device malfunction reported, and no confirmed device component issue, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.